Manufacturer narrative:
The failure was confirmed through disassembly and visual inspection by the repair technician. The flex assembly was damaged.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the remb electric wiredriver was running without pulling the trigger. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the remb electric wiredriver was running without pulling the trigger. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.